Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and stained end cap sticker noted. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer was playing softball with insulin pump buttons facing out. Customer's blood glucose was 163 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.